Manufacturer narrative:
H3, h6: it was reported that, the trial femoral head 28 xxl/+16 was broken. To date no batch number was communicated and the part, which intent use is in treatment, was not returned for investigation. Neither a device history record review, nor a batch related complaint history review could be performed. For the specific article number only on additional complaint was recorded which reports a damaged device. It can not be stated that the device failed meeting specification at time of manufacturing. A relationship between the device and the reported event can not be confirmed. The failure mode can not be independently confirmed as well. The root cause can not be established and no potential contributing factor can be identified. No further actions are possible at that time. Should additional information get available in future this complaint will be re-assessed. S+n will monitor this device for similar issues.

Event description:
It was reported that, the trial femoral head 28 xxl/+16 was broken. It was unknown if this occurred during surgery or not; therefore, patient involvement has not been confirmed.